Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, a paravalvular leak occurred. A future valve-in-valve procedure was planned as treatment. Of note, during the initial implant procedure, a pre-implant balloon aortic valvuloplasty was performed as standard practice for the implanting physician, and the depth of implant was identified as a contributing factor to the event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs) product ID: d-evolutfx-2329; lot: unknown; use by date: unknown; UDI: unknown. Updated: b2, b5, h6, h11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, a paravalvular leak (pvl) occurred. A future valve-in-valve procedure was planned as treatment. Of note, during the initial implant procedure, a pre-implant balloon aortic valvuloplasty was performed as standard practice for the implanting physician, and the depth of implant was identified as a contributing factor to the event. Additional information was received that the final implant depth was determined to be too low post-release which was considerably lower than the assessment at 80% deployment which was noted to be acceptable per the physicians. The post-implant echocardiogram showed moderate-severe pvl.

Manufacturer narrative:
Updated data: h6. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329] product ID [d-evolutfx-2329] serial/lot [(B)(6)] use by date [2026-06-24] UDI [(B)(4)]. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.